Manufacturer narrative:
E3: occupation: vascular/endovascular surgeon. H3: device evaluated by mfg.? Device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient of undisclosed gender and age underwent an abdominal aortic aneurysm repair in which a zenith flex with spiral-z technology aaa endovascular graft iliac leg was used. It was reported the dilator tip was excessively long and interfered with the visceral stents. Advancement was not possible, even with a through-and-through wire. The device could not be moved further as it was impinging on the implanted custom-made device stents and the left renal stent, leading to the decision to discontinue its use. Another manufacturer's iliac limb was then employed, which functioned without issues. No difficulty with insertion into the patient or advancement through access vessels was reported. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Cook was notified that the dilator tip of a zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system was too long. A patient underwent an abdominal aortic aneurysm repair in which a zenith flex with spiral-z technology aaa endovascular graft iliac leg was used. It was reported the dilator tip of the delivery system of the zenith flex with spiral-z technology aaa endovascular graft was excessively long and interfered with the visceral stents. Advancement was not possible, even with a through-and-through wire. The device could not be moved further as it was impinging on the implanted custom-made device stents and the left renal stent, leading to the decision to discontinue its use. Another manufacturer's iliac limb was then employed, which functioned without issues. No difficulty with insertion into the patient or advancement through access vessels was reported. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The focus of this report is the zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system dilator that was reported to be too long and became stuck on a stent/stent graft during the deployment process. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. It should be noted that this device is supplied via a one-device lot. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4.2 patient selection, treatment and follow-up. Adequate iliac or femoral access is require4d to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french and 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. 7.1 individualization of treatment additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 10.2 inspection prior to use. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. 11 directions for use: anatomical requirements. Iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. Based on the information provided, no product returned, and the results of the investigation a definitive root cause for this event could not be established. It is possible that the patient¿s anatomy was a contributing factor, but this could not be confirmed without imaging. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.